Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after returning home from surgery, the user could not power on the ilet until it was placed on a charger; upon startup the device displayed ¿dosing will stop in 2 minutes,¿ after which a fingerstick blood glucose of 206 mg/dl was entered and the user reconnected to the ilet and obtained a bg reading. Symptoms included no reported symptoms and the user felt fine. Outcomes included no alerts for high or low glucose, no need for outside assistance, and no medical intervention or hospitalization. Investigation included troubleshooting and education provided by customer care. Investigation of this case revealed hyperglycemia of unclear cause that resolved after reconnection to the ilet, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.